Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
It was reported to gore that for five gore-tex® suture devices a needle separation was observed, while a knot was tying during the procedure. No device fragments remained in the patient and the procedure was completed successfully by using another gore-tex® suture.